Manufacturer narrative:
Our field service engineer (fse) found low air pressure coming from the compressor-mini and the compressor/motor unit was replaced. The compressor was returned to service after successful functional and safety tests. A visual inspection of the returned motor/compressor unit showed that a part of the cylinder head rubber gasket was clamped outside the cylinder head. The motor/compressor unit was tested stand-alone in a test bench. When it was connected to the mains inlet, it started to run and generate compressed air, but its capacity to deliver compressed air was not determined. If the compressor cannot deliver enough air pressure, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stoppage of ventilation may result as a worst case scenario. Our conclusion is, that the returned compressor/motor unit did not deliver enough air pressure. This may be due to the incorrectly assembled cylinder head rubber gasket, but this was not established from our investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor generated low pressure alarm during testing. There was no patient involvement. (B)(4).